Event description:
A caller reported experiencing a cgm error with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the pump reset, the error did not reappear, and the caller successfully started their sensor session.